Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2022, a 32 mm sjm rigid saddle ring was implanted. Post procedure, the patient presented with junctional rhythm. No medical intervention was performed. On (B)(6) 2022, a small right sided pneumothorax was noted and the patient received 2 liters of oxygen. The patient did not present with any symptoms. On (B)(6) 2022, the patient was diagnosed with pneumonia and was prescribed antibiotics. On (B)(6) 2022, hypoxemia and pleural effusion was reported and required a thorax drain to be placed. The cause of the hypoxemia is caused by pleural effusion due to hematoma of the right pleural cavity. On (B)(6) 2022, the patient was transferred to the intensive care unit (ICU) and a video-assisted thoracic surgery (vats) was performed. (B)(4).

Manufacturer narrative:
An events of pneumonia, hypoxemia and pleural effusion caused from hematoma were reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.